Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The patient presented emergently with chronic accelerating angina. A 2.5x12mm promus element plus stent was advanced and deployed in the left circumflex artery. Post dilation was performed with a 2.5x12 nc quantum apex balloon and the stent was well expanded and well apposed. However, the proximal portion of the stent jailed the obtuse marginal (om) branch. Next, the physician wired the om and tried to track a 2.5x12 nc quantum apex balloon through a stent strut, but the proximal portion of the balloon would not make the right angle turn through the proximal stent strut into the om branch. After several attempts, the balloon was removed and it appeared to cause a 1-2mm longitudinal shortening on the proximal edge of the implanted stent. The 2.5x12mm promus element plus stent was dilated again with the same 2.5x12mm nc quantum apex balloon with excellent results and was again well expanded and well apposed. The om branch was not treated. A 3.5x16mm promus element plus stent was successfully implanted in the right coronary artery. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).